Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage lemo connection and ccd camera were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was lost form the left "live" monitor. This issue will effectively eliminate the ability to view a real time image. No pt death or serious injury was reported related to this event.